Event description:
The pt stated she woke up with her infusion device beeping and "77" was displayed. The pt stated that she is aware of the power pack recall and has been attempting to change the power pack every 2 weeks. She stated that her current power pack may be over 2 weeks old. The pt was instructed to insert a new power pack and her infusion device functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.